Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device confirmed that the stent was not within the microdelivery catheter but returned packaged separately. The stabilizer was not returned for analysis. The microdelivery catheter was slightly compressed 10cm distal to the strain relief on the proximal shaft. The strain relief was removed and no anomalies were found. The microdelivery catheter was shaped on its distal section. The stent was conforming to its visual specifications. No other anomalies were noted. The cause of the reported premature deployment cannot be determined based on the investigation or limited information provided. Therefore it was concluded that the cause of the event was undeterminable.

Event description:
While advancing the stent delivery system to the lesion, the stent prematurely deployed inside the guide catheter. The stent and guide catheter were removed as one unit from the patient and there was no reported clinical consequence no other information is available.

Event description:
While advancing the stent delivery system to the lesion, the stent prematurely deployed inside the guide catheter. The stent and guide catheter were removed as one unit from the patient and there was no reported clinical consequence no other information is available.